Event description:
During nasal laser surgical procedure a small fire occurred on the surgical field burning a 1 inch hole through the drape and bath blanket. It was determined that the laser fiber was accidentally clamped resulting in a crack in the fiber which caused the light energy to escape out this site. No injury to the pt.